Event description:
The pt reported that she changed her insulin cartridge in 2007 with the help of the company representative. The pt reported that it was late and she was "lazy" about changing it out. She reported that she did not align the piston rod with the insulin cartridge. She reported that her blood glucose readings was 350 mg/dl. She gave herself an insulin injection to reduce her elevated blood glucose. She reported that it was 122 mg/dl the following morning. She did not check her blood glucose again until that evening when it was 375 mg/dl. At that time, the pot realized that she had not correctly aligned the insulin cartridge in her infusion device and reinserted the insulin cartridge correctly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.